Event description:
On (B)(6) 2008, the pt underwent bilateral breast augmentation with mentor memorygel breast implants. Subsequently, the pt was diagnosed with fibromyalgia. The devices remain implanted. This report is for the left device.